Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image was confirmed. Additionally, during the device evaluation, the worn-out socket of the video connector was identified. Based on the results of the investigation, the cause of no image was likely due to the wear of the video connector. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for use, and the procedure was completed using a similar device.

Event description:
It was reported, the video processor exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.